Event description:
The physician intended to use the spider. It was reported that at the end of the procedure, the spider was removed from the patient, and the physician noticed the tip of wire was broken. The broken tip was about 1cm long and left inside the dual end catheter. No injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.